Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (unknown concentration) at 30 mcg/day and bupivacaine (unknown concentration) at 30 mcg/day via an implanted pump for non-malignant pain and chronic low back pain. The patient's scar "actually opened up and this thing had to come out of me". The patient planned to take it out. The event date was (B)(6) 2016. It was noted the patient did not have a managing physician for the pump, but was seeing an anesthesiologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.